Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited labile and out-of-range right ventricular (rv) lead pace impedance measurements. Due to the variability, the physician elected to perform a revision procedure to replace the patient's existing system. During the procedure the lead to device connection was checked and found secure. Upon disconnecting the rv lead from the device it was thoroughly inspected with no anomalies noted and tested via pacing system analyzer (psa) returning normal measurements. Despite this, the lead was surgically abandoned, device explanted, and a new competitor system implanted. No adverse patient effects were reported.